Manufacturer narrative:
A philips field service engineer (fse) went onsite to pull the logs as requested and to test the intellivue mx800 patient monitor. During the onsite testing, the device worked as intended and there was no trouble found with the monitor. The date of the occurrence was initially provided as (B)(6) 2020, however, it was later confirmed that the death occurred on (B)(6) 2019. Despite several attempts to obtain additional details regarding the reported event, no further information was made available. Due to the lack of available information, an investigation was not possible and a malfunction of the device at the time of the reported event cannot be ruled out. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported requiring help with the recovery of log files after a death of a patient.